Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited regurgitation requiring explant. Upon explant, a missing leaflet was noted. It was reported that endocarditis was possibly observed. The device was replaced without reported complication, and was returned for analysis.

Manufacturer narrative:
Analysis: received in a slightly cloudy solution, 0.2% glutaraldehyde, in an explant kit. The valve was received distorted; appears slightly almond shaped. A break in the stent adjacent to non-coronary left stent post appears to have occurred during retrieval. Extensive tissue deterioration and degeneration associated with mineralization is visible in the right cusp. Small tears and abrasions in the left and non-coronary cusps are due to contact with mineralization. Moderate to extensive tissue deterioration in all commissures appear to be associated with mineralization. Remnants of pannus remaining attached to the inflow margin of attachment of the non-coronary cusp. Thick glistening off white pannus extends along the outflow edge of the seweing ring adjacent to the right non-coronary stent. Radiography shows moderate to extensive minaralization in the right cusp adjacent to the margin of attachment and all commissures. The DHR for this device was reviewed and no issues were shown that would have impacted this event. The analysis of the device shows that the event was caused by mineralization. Conclusion: the analysis shows that the event was caused by mineralization, which is likely attributed to pt condition. Device replaced with no reported adverse pt effects.